Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Event description:
On 02/08/2022, a distributor of infutronix reported a complaint on behalf of an end user: "the admin set was broken at the proximal end of the cassette during therapy." Device operator was other as specified. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected administration set on 05/02/2022. Visual inspection confirmed that the silicon-pvc adaptor on the distal end of the cassette module was snapped and broken. The tubing was separated from the cassette. The reported issue was confirmed. Please note: the end user reported the administration set was broken at the proximal end of the cassette, but during testing it was found set was broken on the distal end of the cassette.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2022-00020.